Manufacturer narrative:
Supplemental submitted with results of evaluation. It was determined the headend was elevated and would not lower due to a damaged lift assembly.

Event description:
It was reported via repair work order that the headend was elevated and would not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the headend was elevated and would not lower due to a damaged lift assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.